Manufacturer narrative:
All available information was investigated, and the reported unable to curve was confirmed via device analysis. However, the analysis did not confirm the reported cable break. The reported difficult or delayed positioning within the anatomy could not be replicated in a testing environment. Additionally, the steerable sleeve shaft was observed to be torn, and the tip ring was found to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined that there was no cable break, but it was observed broken tip ring. The broken tip ring was determined to be a potential product quality issue. The reported unable to curve and observed torn steerable sleeve appear to be cascading effects resulting from the observed broken sleeve tip ring. Therefore, this complaint was added to exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3 and a restricted posterior. It was noted that imaging was difficult. An ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to reposition and deploy the clip. To further reduce mr, an nt was inserted into the left atrium and m knob was applied. However, after releasing m knob, the knob stopped responding and a cable break was suspected. The device stayed straighten and was unable to curve. Therefore, the device was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.